Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper popping out of the tube .this event occurred 100 times. The following information was provided by the initial reporter. The customer stated: hemogard cap was opened for blood collection. This is a common practice for blood collection in this hospital. During recapping, the hemogard cap will move up slowly and uncaps on its own. Even after pushing down harder, the cap still comes off. Customer had 2 incidents of blood spillage when the samples were transported to the laboratory. As such, the lab had to requested the doctor to recollect patient samples, which had upset the doctor. The doctor is now pushing for the lab to change tube. Customer commented that it is dangerous for loose caps due to potential spillage. Further comment provided by customer, when decapping bd vacutainer edta tubes, there is a "pop" sound, while no "pop" sound heard when decapping the serum tube. They are speculating that the rubber stopper has defect (not tight) during manufacturing.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout/ decapping was not observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout/ decapping was observed in three (3) of the samples. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of stopper creepout/ decapping based on retention testing. Bd has initiated further root cause investigation relating to the issue of stopper defects through CAPA#1875009.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper popping out of the tube .this event occurred 100 times. The following information was provided by the initial reporter. The customer stated: hemogard cap was opened for blood collection. This is a common practice for blood collection in this hospital. During recapping, the hemogard cap will move up slowly and uncaps on its own. Even after pushing down harder, the cap still comes off. Customer had 2 incidents of blood spillage when the samples were transported to the laboratory. As such, the lab had to requested the doctor to recollect patient samples, which had upset the doctor. The doctor is now pushing for the lab to change tube. Customer commented that it is dangerous for loose caps due to potential spillage. Further comment provided by customer, when decapping bd vacutainer edta tubes, there is a "pop" sound, while no "pop" sound heard when decapping the serum tube. They are speculating that the rubber stopper has defect (not tight) during manufacturing.